Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of unknown and the insulin pump was not working. Customer report other blood glucose value was 348 mg/dl. Customer reported that the insulin pump had no delivery alarm. Customer reported that the insulin pump was broken. Customer did not provide any symptoms regarding to diabetic ketoacidosis. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and unexpected restart error. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using care link. Device powered up properly after the test battery was installed. Device was programmed and monitored for three days. No blank display noted. No bolus anomaly or basal anomaly noted during testing. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.